Manufacturer narrative:
(B)(4).

Event description:
It was reported a remote transmission revealed competitive atrial pacing and intermittent undersensing of ventricular events due to p-waves detected in the post ventricular atrial refractory period. The patient was asymptomatic. The recommended programming change was made as well as changing the tachycardia setting. The issue has been resolved. The patient will be remotely monitored and is doing fine.